Manufacturer narrative:
The lot number was not provided for the malfunction and hence a lot history review was not performed. The sample was not returned to the manufacturer for inspection/evaluation. Medical records were provided and reviewed. The investigation is confirmed for the retrieval difficulties. However, the investigation is inconclusive for the alleged perforation of the ivc. A definite root cause for the reported event could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced difficult to remove and perforation. This information was received from one source. This malfunction involved one patient with no consequences. The weight of (B)(6) year old male is unknown.